Manufacturer narrative:
The insulin pump passed the functional testing and no motor error alarms were noted. However, the drive support disk was found slightly loose. The insulin pump was received with a cracked case at the battery tube threads, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 210 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.